Event description:
A customer contacted beckman coulter inc. (Bci) in regards to glucose 3 not draining. No injury was reported for this event.

Manufacturer narrative:
A bci field service engineer (fse) found the glucose drain line disconnected. Fse replaced wash solution.